Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device fracture') and pelvic pain ('physical pain/ pain/ pelvic area') in a 42-year-old female patient who had essure (ess205) (batch no. 623318, 624099) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, flank pain, infection, diabetes mellitus, ureteroneocystostomy, dyslipidemia and hematuria. Concurrent conditions included thyroid disorder nos (hypothyroidism), pyelonephritis, hydronephrosis, abdominal pain, lower abdominal pain, neck pain, throat infection, ureterohydronephrosis, nephrostomy tube placement, chronic kidney disease, myalgia, ovarian cyst, sepsis, urinary frequency and dysuria. Concomitant products included cefdinir, ferrous sulfate, flecainide, levothyroxine and metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal)- type: uti"), 9 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with paracetamol (acetaminophen) and surgery (unilateral salpingo-"oophorectomy"¿ left, unilateral salpingectomy - right/ salpingectomy(bilateral). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, depression, anxiety and urinary tract infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved. The reporter considered anxiety, bladder disorder, depression, device breakage, device dislocation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: enlarged left kidney with perinephric stranding concerning for pyelonephritis, within the limits of a noncontrast exam. Interval placement of a left percutaneous device to be 2 with persistent, unchanged moderate left hydronephrosis/hydroureter. Once again, no obstructing stone or lesion identified. 5mm right middle lobe nodule, not previously imaged. 12 month follow-up noncontrast chest CT is recommended. 5.0 cm left ovarian cyst remains unchanged since at least september. This is almost certainly benign.. Hysterosalpingogram - on an unknown date: essure was successfully occluded.; on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: this did identify a left adnexal cyst measuring 5.3 cm. It does have benign-appearing follicles and normal vascularity.. Urogram - on (B)(6) 2016: showed persistent left hydronephrosis and hydroureter without evidence of stones.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : uti, depression. Lot number: 623318 manufacture date: 2007-02 expiration date: 2009-01. Lot number: 624099 manufacture date: 2007-04 expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 42-year-old female patient who had essure (ess205) (batch no. 623318, 624099) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, flank pain, infection, diabetes mellitus, ureteroneocystostomy, dyslipidemia and hematuria. Concurrent conditions included thyroid disorder nos (hypothyroidism), pyelonephritis, hydronephrosis, abdominal pain, lower abdominal pain, neck pain, throat infection, ureterohydronephrosis, nephrostomy tube placement, chronic kidney disease, myalgia, ovarian cyst, sepsis, urinary frequency and dysuria. Concomitant products included cefdinir, ferrous sulfate, flecainide, levothyroxine and metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. In july 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal)- type: uti"), 9 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). The patient was treated with paracetamol (acetaminophen) and surgery (unilateral salpingo-oophorectomy¿ left, unilateral salpingectomy - right/ salpingectomy(bilateral). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and urinary tract infection outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: 1. Enlarged left kidney with perinephric stranding concerning for pyelonephritis, within the limits of a noncontrast exam. 2. Interval placement of a left percutaneous device to be 2 with persistent, unchanged moderate left hydronephrosis/hydroureter. Once again, no obstructing stone or lesion identified. 3. 5 mm right middle lobe nodule, not previously imaged. 12 month follow-up noncontrast chest CT is recommended. 4. 5.0 cm left ovarian cyst remains unchanged since at least september. This is almost certainly benign.. Hysterosalpingogram - on an unknown date: essure was successfully occluded.; on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: this did identify a left adnexal cyst measuring 5.3 cm. It does have benign-appearing follicles and normal vascularity.. Urogram - on (B)(6) 2016: showed persistent left hydronephrosis and hydroureter without evidence of stones. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : uti, depression lot number: 623318 manufacture date: 2007-02 expiration date: 2009-01 . Lot number: 624099 manufacture date: 2007-04 expiration date: 2009-03 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('device fracture') and pelvic pain ('physical pain/ pain/ pelvic area') in a 42-year-old female patient who had essure (ess205) (batch no. 623318, 624099) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, flank pain, infection, diabetes mellitus, ureteroneocystostomy, dyslipidemia and hematuria. Concurrent conditions included thyroid disorder nos (hypothyroidism), pyelonephritis, hydronephrosis, abdominal pain, lower abdominal pain, neck pain, throat infection, ureterohydronephrosis, nephrostomy tube placement, chronic kidney disease, myalgia, ovarian cyst, sepsis, urinary frequency and dysuria. Concomitant products included cefdinir, ferrous sulfate, flecainide, levothyroxine and metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal)- type: uti"), 9 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with paracetamol (acetaminophen) and surgery (unilateral salpingo-oopherectomy¿ left, unilateral salpingectomy - right/ salpingectomy(bilateral). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, depression, anxiety and urinary tract infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder and bladder disorder had resolved. The reporter considered anxiety, bladder disorder, depression, device breakage, device dislocation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: enlarged left kidney with perinephric stranding concerning for pyelonephritis, within the limits of a noncontrast exam. Interval placement of a left percutaneous device to be 2 with persistent, unchanged moderate left hydronephrosis/hydroureter. Once again, no obstructing stone or lesion identified. 5mm right middle lobe nodule, not previously imaged. 12 month follow-up noncontrast chest CT is recommended. 5.0 cm left ovarian cyst remains unchanged since at least september. This is almost certainly benign.. Hysterosalpingogram - on an unknown date: essure was successfully occluded.; on (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: this did identify a left adnexal cyst measuring 5.3 cm. It does have benign-appearing follicles and normal vascularity. Urogram - on (B)(6) 2016: showed persistent left hydronephrosis and hydroureter without evidence of stones. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : uti, depression. Lot number: 623318 manufacture date: 2007-02, expiration date: 2009-01. Lot number: 624099 manufacture date: 2007-04, expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Events¿ device breakage, device dislocation, and urinary/bladder problems¿ were added. Events¿ pelvic pain vaginal hemorrhage and menorrhagia¿ outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 623318, 624099) inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, flank pain, infection, diabetes mellitus, ureteroneocystostomy, dyslipidemia and hematuria. Concurrent conditions included thyroid disorder nos (hypothyroidism), pyelonephritis, hydronephrosis, abdominal pain, lower abdominal pain, neck pain, throat infection, ureterohydronephrosis, nephrostomy tube placement, chronic kidney disease, myalgia, ovarian cyst, sepsis, urinary frequency and dysuria. Concomitant products included cefdinir, ferrous sulfate, flecainide, levothyroxine and metformin. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal)- type: uti"), 9 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). The patient was treated with paracetamol (acetaminophen) and surgery (unilateral salpingo-oophorectomy¿ left, unilateral salpingectomy - right/ salpingectomy(bilateral). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and urinary tract infection outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: enlarged left kidney with perinephric stranding concerning for pyelonephritis, within the limits of a noncontrast exam. Interval placement of a left percutaneous device to be 2 with persistent, unchanged moderate left hydronephrosis/hydroureter. Once again, no obstructing stone or lesion identified. 5 mm right middle lobe nodule, not previously imaged. 12 month follow-up noncontrast chest CT is recommended. 5.0 cm left ovarian cyst remains unchanged since at least september. This is almost certainly benign. Hysterosalpingogram - on an unknown date: essure was successfully occluded. On (B)(6) 2007: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: this did identify a left adnexal cyst measuring 5.3 cm. It does have benign-appearing follicles and normal vascularity. Urogram - on (B)(6) 2016: showed persistent left hydronephrosis and hydroureter without evidence of stones. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: uti, depression. Most recent follow-up information incorporated above includes: on 22-jul-2019: plaintiff fact sheet and medical records received: lot number added. Incident category updated. Events added- menorrhagia, vaginal haemorrhage, depression, anxiety, urinary tract infection. Outcome of event ¿pelvic pain¿ was updated to ¿recovering / resolving¿. Verbatim ¿pain¿ clubbed with event ¿pelvic pain¿. Essure removal date updated. Medical history and concurrent conditions added. Lab details added. Treatment and concomitant products added. Event onset dates updated. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.